Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that they experienced hyperglycemia and insulin pump received motor error. The customer¿s blood glucose level at time of incident was up to 400 mg/d. The customer was treated with insulin pump, manual injection. The customer reported that the drive support cap was normal. Customer was able to complete insulin pump rewind. Customer reports the drive support cap appears normal. The customer was advised to discontinue the use of insulin pump and revert to back up. The customer declined troubleshooting. The insulin pump will be returned for analysis and the reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).